Event description:
A nurse reported five vitrectomy probes, each used in separate cases, had no vacuum and did not cut. All probes primed and tuned with no issue. A second probe was opened and the cases were completed. There was a delay of 1-2 minutes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).